Event description:
It was reported that, "as the surgeon was trying to remove the k-wire, part of it broke off and was left in the pt's bone."

Manufacturer narrative:
The device was retained by the hospital. No eval will be performed. If the device or add'l info becomes available, it will be reported by a supplemental report.